Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a l5-s1 posterior lumbar fusion for degenerative reasons using synthes universal spine system titanium dual opening implants was performed on (B)(6) 2015. Patient had very hard bone. While placing the right 8.0mm titanium dual-opening screw, the tip of the hook/screw holder with 4.0mm hex (388.612) that comes into contact with the screw broke off before the screw was fully seated. The screw was fine. The broken piece was easily retrieved without additional intervention and another hook/screw holder was used to seat the screw. A four minutes delayed was noted. The procedure was successfully completed with no harm to the patient. There were no instrument fragments that remain in the patient. The defective hook/screw holder was discarded by the hospital. This report is 1 of 1 for (B)(4).